Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, the customer alleged the pump over delivery and hospitalized for low bgs. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and keypad overlay texture damage during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2021, found no or zero bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for pump under delivery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged the pump over delivery and hospitalized for low blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. Device receive with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and keypad overlay texture damage during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2021 found multiple bolus deliveries and the daily total of bolus insulin delivered are 11.9u. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to hospital on (B)(6) 2021 due to low blood glucose. Blood glucose level at the time of the incident was 14 mg/dl treated with intravenous insulin drip. Customer stated blood glucose was 63 mg/dl then down to 48 mg/dl. Customer had symptoms related to low blood glucose event was weakness, feeling weak and hoarse. Customer alleged insulin pump was over delivering because their blood glucose was going down and he passed out. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of low blood glucose event. Insulin pump has clear retainer ring but no damage. The insulin pump will be returned for analysis.